Manufacturer narrative:
The lead was returned for unable to implant due to probable coronary sinus dissection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for implant procedure. The physician attempted to implant the left ventricular (lv) lead but was unsuccessful. The physician shot a venogram through the sheath and noted staining. Due to probable coronary sinus (cs) dissection, implantation of the lead was not possible into a cs target vessel. The lv lead was removed. The patient was stable.